Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to increased sensing integrity counter (sic) and randomly high impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.